Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. During the investigation mmdg found that the pcb board had failed, which caused the no flow out and load set alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was alarming no flow out and error code 30. When the pump was returned to mmdg for evaluation, the no flow out and load set alarms failed. They did not alarm as expected. The initial reporter stated that the reported alarms were discovered during testing. The alarm failure was discovered at mmdg. There was no patient involved in the complaint. [Complaint-(B)(4)].